Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the confirmed 078 (motor rewind error) was found in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump was opened to inspect the motor circuitry. There was moisture/corrosion found in the motor circuitry. The battery compartment was found to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm 078 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.